Event description:
It was reported that during a cryo ablation procedure, after retraction of the balloon catheter, there was "leakage of saline" at the valve of the sheath. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. However, the data files were corrupted. In conclusion, an investigation on the reported leaky valve issue could not be completed as the device was not returned and the data files were corrupted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.